Event description:
It was reported that the receiver had no audio output. Product has been received but is pending evaluation. A follow up report will be submitted once the evaluation is complete. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual sound test was performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The speaker resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information g3: date received by manufacturer - additional information g6: type of report - follow-up h2: type of follow up - additional information/correction h6: adverse event problem - additional information/correction. H7: type of remedial action - additional information.

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An exterior visual inspection was performed and passed. Receiver and charge boot was performed and passed. Functional test results was performed and passed. Alarm/test results was performed and passed. Speaker/vibrator resistance measured and passed. Internal visual inspection was performed and passed. Receiver firmware version 5.1.1.040.receiver user profile setting high snooze time = 0. The receiver log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The probable cause was determined to be receiver dispatch error. No injury or medical intervention was reported.